Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pump had broken retainer ring from the attorney of the family. They reported insulin pump failed to deliver the correct dose of insulin to customer, causing them to suffer from hypoglycemia. The customer had symptoms of mental stress, anxiety, worry, humiliation and fear. The insulin pump will be returned for analysis.